Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
It was reported via an outside agency (w.l. Gore), that: "the patient did not wake from anesthesia post-procedure, and died two days later. The patient had undergone an open abdominal aortic aneurysm repair in a separate procedure (-2 weeks prior). The current procedure was to treat another area of the descending aorta. The physician used a meier guidewire and inserted it directly into the aorta (not through a guide catheter). The gore tag thoracic endoprosthesis device (balloon expandable endovascular stent) was implanted and post-dilated with a gore trilo balloon catheter. The patient never woke from anesthesia post procedure. A post-procedure CT scan showed emboli in the carotid and vertebral arteries as well as a diffuse shower of emboli to small vessels including the patient's toes. The patient died two days post-procedure. The physician remarked that the cause of death was a cerebral vascular accident with pontine stroke. According to the physician, he felt that the emboli were caused either by the direct insertion of the meier guidewire into the aorta, or the proximal advancement of the gore trilo balloon during post-dilitation of the tag stent device."